Manufacturer narrative:
Physio-control further examined the removed biphasic pcb assembly and initially confirmed that it would not charge, in order to shock.  Physio then turned off the test device in order to check all of the connections to the pcb and upon powering it back on, was unable to duplicate the issue any further despite extensive testing. The cause of the reported issue was the biphasic pcb assembly; however, further component level cause could not be determined.

Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the therapy pcb, biphasic pcb and OEM pcb assemblies.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and would not charge, in order to shock, when prompted. There was no patient use associated with the reported event.